Event description:
It was reported that leaks were observed between the inner and outer cannula and that disconnection was very easy at this region of the tracheostomy tube. Currently it is unk if the pt was re-cannulated. There was no pt injury.